Manufacturer narrative:
(B)(4). After investigation, it was determined that the cause of the event was due to the patient incorrectly disconnecting and reconnecting themselves during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm. This occurred on the homechoice (hc) machine, during use while the hp was connected in dwell three of five. The baxter technical service representative (tsr) assisted the hp to clear the alarm. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.